Manufacturer narrative:
The device was returned for analysis. The reported break/gauge was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, the investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the mid left anterior descending artery. The ppak 20/30 indeflator was connected to an unspecified 2.0x20mm balloon catheter to pre-dilate the lesion; however, the luminescent gauge screen showed a delay when measuring the value during normal inflation. The indeflator was not used and the procedure was successfully completed with a new ppak 20/30 indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.